Event description:
Pt underwent closed reduction following dislocation approximately 6 month post operatively.

Manufacturer narrative:
A review of the mfg device history record indicates the device was manufactured to spec. Devices remained implanted in pt.